Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. An atrial pace marker immediately after a ventricular sense event marker was noted on an automatic mode switching stored egm. The episode also contained instances of atrial undersensing. The patient will be monitored with routine follow up.